Manufacturer narrative:
No device return anticipated. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification that a patient is pursuing compensation for failed knee implants in his left knee. The patient had bilateral knee replacement in 2013 using exact-tech logic. In 2018, he underwent bilateral revision using polyethylene liner.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient has bilateral joint replacement, this suggests joint maladies. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
The right knee revision has been reported under 1038671-2022-00809.

Manufacturer narrative:
Corrected informtion: h3 - approximately 3 years and 6 months after the first revision surgery for the patient¿s right knee, on (B)(6) 2022, the patient underwent a second revision due to prosthesis wear, and loosening. Components were not returned to exactech for evaluation and no images, radiographs, or operative notes were provided. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6 - health effect - clinical code, device problem code, component code, investigation codes.

Event description:
Plaintiff has suffered the following injuries and complications as a result of this exactech device: revision surgery, osteolysis, bone loss, synovitis, effusions, pain, swelling.